Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was seeing an exclamation mark on the programmer and indicated that they were "peeing like a race horse." The caller indicated that this was a return of target symptoms and that they needed to get up every three to four hours at night to use the bathroom. The message the patient was seeing was determined to be the "synchronize programmer and stimulator" which was reviewed to be normal functionality of the programmer. Troubleshooting determined that the patient was not pressing the correct button to sync with the ins and it was confirmed that no patient programmer (pp) issues were occurring. According to the patient stimulation was increased to three the night prior to the call, but the patient had since decreased stimulation to 1.1 because the higher setting prevented the patient from having a bowel movement and the patient needed to take suppositories. The patient confirmed that the bowel issue had been ongoing since implant and that the patient has also been sweating a lot at night and the patient was not sure if this was related to the device/therapy. Stimulation was confirmed to be turned on and set to 1.1 on program 1 at the time of the call. Another call the following day from the patient indicated that the ins did not feel right on the patient's back, the caller indicated that the patient had a knot and something was wrong as the knot has gotten bigger. The patient added that due to the patient's frequent urination the patient is almost dehydrated by morning and again reported sleep disturbance and sweating, but this time the patient indicated that they did not used to sweat in this manner. Additionally, the patient indicated that they turned the ins off the night prior to the call and got a half decent sleep. The ins was reported as not working right at all and the patient was advised to follow-up with their healthcare provider (hcp). The patient lastly added that they had lost (B)(4) pounds and had some flab hang underneath the implant site. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.